Manufacturer narrative:
H3) the software team investigated the reported issue and found that this was not a software issue. Log investigation found the system notified the user that the scan would be non navigatable if they continued and the user chose to continue with scan. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000717, serial/lot #: none, UDI#: (B)(4). ; product ID: bi71000264, serial/lot #: none, UDI#: (B)(4). ; product ID: bi71000512, serial/lot #: none, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The invalidate home command was performed. There was no reported problem with movement. The issue was thought to be a bad position in memory. The broken system covers were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system moved up on its own. Additional information received indicated it was unknown when the reported issue occurred (estimated to be between 15h30 and16h15). The site had additional case since the reported event without issue. There was no patient involvement.